Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The customer's blood glucose level was 116mg/dl. The father states the pump was squirting insulin. The pump had drive support cap protruded. The customer was advised the pump would be replaced and returned for analysis.